Event description:
Indication: myasthenia gravis without (acute) exacerbation; myasthenia gravis. Patient reports defective pump. No further details provided. Patient has received a new pump. Unknown if patient missed dose. Unknown if patient experienced any adverse events. Unknown if product is available for return. Unknown if md aware. No further information, details, or dates available.